Event description:
There was no visible marker band on device positioning unit for accurate detachment of coil. The coil was detached successfully but the physician had to guess where to detach the coil.

Manufacturer narrative:
The product was not returned for evaluation therefore the complaint could not be confirmed. Without the return of the device; the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies; design or quality concerns. Therefore no corrective action will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.